Event description:
The customer contacted stryker to report that their device was unable to change between defibrillation modes. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was unable to change between defibrillation modes. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue of the device not switching to manual-mode. The electronic device records were reviewed and confirmed that the device did switch modes. The cause of the reported issue is unable to be determined. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.